Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was shutting down ant it was not turning back after inserting a new battery. Customer was sleeping when event occurred. Customer's blood glucose was unknown. No physical damage noted on the device. The device was not dropped, bumped, or exposed to moisture. Customer stated the battery looked fine. Corrosion was noted on the side wall of the battery compartment. Spring was not damaged or corroded. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify low battery alarm due to blank display. The insulin pump has minor scratched display window and cracked reservoir tube lip.